Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a drive line infection around their exit site. The patient underwent debridement on (B)(6) 2020. Per the account, the surgeons noticed the pump cable near the exit site may have been damaged during debridement. There was no reported pump malfunction. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, the report of damage to the outer jacket of the pump cable could not be confirmed through this evaluation as the device remains in use and no photographs of the pump cable were submitted by the account. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.